Manufacturer narrative:
Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, which was reviewed as part of the 510(k) process, dissatisfaction with cosmetic results is listed as a potential adverse event and complication. Patients should be informed that dissatisfying cosmetic results such as scar deformity, hypertrophic scarring, asymmetry, displacement, incorrect size, unanticipated contour or projection, transillumination and palpability may occur. Careful preoperative planning and surgical techniques are essential to minimize the occurrence of such results. Cosmetic concerns may also become medical concerns. All patients prior to implantation undergo a consent process, where they sign off on various risks and complications one-by-one, including: "patient or partner dissatisfaction with results." No medical records or specific information was provided for the patient; therefore, no analysis could be completed. The patient was not disclosed; therefore, he could not be contacted to obtain additional information pertaining to the event. The device lot number was not provided; therefore, a device history record review could not be performed. The reportable criteria for this complaint was disfigurement. It was not clear to what extent the disfigurement affected the patient's daily life functions. More information is required. Due to the nature of the implant being located directly below the skin, the appearance of the penis is likely to change. Cosmetic dissatisfaction is a risk with any cosmetic procedure. With no medical records, nor the patient's own testimony, it is difficult to ascertain the extent and severity of disfigurement. Additionally, lack of information negates the ability to determine if there was a device problem as reported.

Event description:
This medwatch report (mw5075640) was filed by the patient's wife on (B)(6) 2018. The patient's wife reported that the patient experienced disfigurement, and that this disfigurement interferes with his daily life functions. It was also included in the medwatch report that the patient claimed there was a device problem, specifically "improper or incorrect procedure or method."